Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, the jaws of the powered stapler did not close during the first loading check. When the cartridge was removed and reattached again, pre-firing occurred. Another reload was opened to complete the case. There was no patient injury.